Event description:
Info was rec'd which alleged that during a refractive surgery, the tissue cut made resulted in a detached corneal flap. The flap was sutured to the eye but it became partially loose again. The pt subsequently reported loss of vision in the operated eye. The pt is currently under the care of another ophthalmologist.